Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and after being diagnosed with thrombocytopenia. At some time post filter deployment, it was alleged that the filter tilted, migrated to heart, struts detached and perforated the inferior vena cava wall, aorta and psoas muscle. The device and the detached struts were removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years three months of post deployment, patient presented with low back pain. Around, one month and eight days later, computerized tomography angiogram-abdomen/pelvis without contrast showed an inferior vena cava filter projected within the infrarenal inferior vena cava. Several filter legs projected beyond the margins of the inferior vena cava posteriorly, extending posterior to the aorta on the left and toward the anterior margin of the psoas muscle on the right. There was no distinct evidence of inferior vena cava thrombus. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt, filter migration and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and after being diagnosed with thrombocytopenia. At some time post filter deployment, it was alleged that the filter tilted, migrated to heart, struts detached and perforated the inferior vena cava wall, aorta and psoas muscle. The device and the detached struts were removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and after being diagnosed with thrombocytopenia. At some time post filter deployment, it was alleged that the filter tilted with the filter becoming embedded in the ivc wall. Furthermore, it was alleged that the filter struts detached. The device and filter struts were removed percutaneously. The current status of the patient is unknown.